Event description:
Information was received indicating that a smiths medical cassette was not letting liquid out. The patient was unable to use one of the cassettes an tried another but had the same issue. The patient additionally noted that there was a problem with the blue opening at the top of the cassette. There were no reported adverse events.